Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had peeled adhesive around the objective lens, chip in the adhesive area between the acoustic lens and ultrasound probe, insufficient adhesive in screw holes of distal end, chipped objective lens and a detached acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.